Manufacturer narrative:
This is a definitive report. The initial information was received as mw5067199 by (B)(4) on jan 30, 2017. The initial reporter provided the followings. Can you provide the date the patient received the injection? [N/a]. What was the date did the patient begin experiencing the symptoms listed on the form? [First reported (B)(6) 2017]. What was the patient's outcome? Was the issue resolved after use of antibiotics? [Unknown]. Can you provide the date the patient was hospitalized to treat the complications? [Unknown]. Can you provide the full name of the doctor that administered the injection? [Dr (B)(6)]. Can you confirm whether the proper technique was exercised when the injection was administered? [Unknown]. Were there any contributing factors related to the patient's reaction to the injection (trauma, illness, etc.)? [Unknown]. (B)(6). Patient gender [female]. Patient activity level [active]. According to the manufacturer, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot. No. 0016h05g. Manufacturer assured that there was no quality problem on the identified product batch (lot no. 0016h05g). Furthermore, no adverse event has been reported from other facilities in the us except for this case, the staph infection was therefore not related to product quality. E2011015.

Event description:
In 2016, a female patient received gel-one injection for unilateral primary osteoarthritis of the right hip. Unk - her whole hip got inflamed and enlarged post-implantation. All the muscles around it got inflamed, she couldn't walk, she went to the hospital. Culture from the soft tissue showed that there is staph aureus infection. (B)(6) 2017 - she was out of hospital, she was on antibiotics.

Manufacturer narrative:
This is a definitive report. The additional information was received from the injection physician by zimmer on march 6, 2017. A phone call with the injection physician revealed that the patient received the injection on (B)(6) 2016, and was hospitalized five days later ((B)(6) 2017). The patient was hospitalized for several days, where she received antibiotics for treatment. The hospitalization identified that the patient did not actually have a staph infection, but some form of cellulitis as a result of the injection. The patient continued to take antibiotics after she was released from the hospital, and as of (B)(6) 2017, the patient was noted to have begun to return back to a normal routine and did not require further treatment of the cellulitis. It was noted that the patient played golf constantly (more than the doctor advised) and was not taking it easy prior to the injection being given. The doctor stated she had never seen a hip so inflamed from an injection before. She confirmed that the proper technique was followed when the injection was administered and that the device is not available for return. After it was used, it was put in the "sharp pile". According to the manufacturer, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot. No. 0016h05g. Manufacturer assured that there was no quality problem on the identified product batch (lot no. 0016h05g). Furthermore, no adverse event has been reported from other facilities in the us except for this case, the staph infection was therefore not related to product quality. (B)(4).

Event description:
(B)(6) 2016 - a (B)(6) year-old female patient received gel-one injection for unilateral primary osteoarthritis of the right hip. Unk - her whole hip got inflamed and enlarged post-implantation. All the muscles around it got inflamed, she couldn't walk, she went to the hospital. Culture from the soft tissue showed that there is staph aureus infection. (B)(6) 2017 - she was hospitalized for several days, where she received antibiotics for treatment. The hospitalization identified that the patient did not actually have a staph infection, but some form of cellulitis as a result of the injection. (B)(6) 2017-unk - she continued to take antibiotics after she was released from the hospital. (B)(6) 2017 - she was noted to have begun to return back to a normal routine and did not require further treatment of the cellulitis. It was noted that she played golf constantly (more than the doctor advised) and was not taking it easy prior to the injection being given. The doctor stated she had never seen a hip, so inflamed from an injection before. She confirmed that the proper technique was followed when the injection was administered and that the device is not available for return. After it was used, it was put in the "sharp pile".